Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post op of a laparoscopic gastrojejunostomy procedure. The staple line was inspected once after operating time and found it complete. No oesophago-gastroduodenoscopy (ogd) was performed. However, a short period after the operation, the doctor found leakage around staple line, and patient was sent to ICU. Additional procedures were done to clean the leakage for the patient. Patient was alive and currently under special care.